Manufacturer narrative:
(B)(4).

Event description:
This lead dislodged shortly after implant. On (B)(6) 2017 the physician attempted to reposition the lead however the helix had difficulty retracting. The lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.